Event description:
Percutaneous coronary intervention of the left anterior descending (lad) coronary artery. Diagnostic imaging with a combination near-infrared spectroscopy (nirs) and intravascular ultrasound (ivus) catheter. Thrombus was formed in the lad while attempting to cross a lesion with the nirs-ivus catheter. The catheter was removed and the thrombus was aspirated with an aspiration catheter to restore blood flow. No further attempt was made to use the nirs-ivus catheter following aspiration. Operator reported feeling resistance while attempting to cross the lesion through the tortuous vessel, possibly harming the intima and causing a thrombus.